Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2018. During the procedure, the right atrial lead's capture threshold was unacceptable. The lead was removed and replaced successfully. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the right atrial lead also exhibited poor sensing values.